Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported pledget falling apart with three tampons and remaining pieces were self removed. Consumer stated that she intends to see a doctor.